Manufacturer narrative:
Upon completion of the investigation it was found that one of the roller rail rods on the patient left side of the transfer was coming out due to a missing bolt from the dead stop bumper. The service technician confirmed that this condition did not cause any functional issues with the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported by service report that the guide rod is coming out of the back stop in the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the guide rod is coming out of the back stop in the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.